Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated they thought their bg was high because the cgm was displaying high so they treated themselves with insulin. Some time after taking insulin, the patient felt like her bg was low because she were weak, nauseous and shaky. The cgm was displaying high and the patient's husband called the paramedics between 9:00-10:00pm. When the paramedics arrived, they checked the patient's bg and it was 68 mg/dl. It is unknown what the cgm was displaying during this time. They provided the patient juice but the patient began to vomit so they took her to the emergency room. In the ER, the patient was provided IV fluids and medication for nausea. At an unspecified time during the event it was reported that the bg was 317 mg/dl and the cgm was displaying high. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.